Manufacturer narrative:
Product complaint (B)(4). Batch # r5aw6v. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r5aw6v. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify the sequence of events that occurred with the device? Why does the surgeon who fired the device feel that the improper usage caused the event? No further information is available. What healthcare professional fired the device and what is his/her experience with the device? No further information is available. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? No further information is available. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? No further information is available. Was the device difficult to fire? No further information is available. Did the healthcare professional receive audible & tactile feedback when firing the device? No further information is available. Were the donuts inspected? If so, please describe. Yes. When the target tissue was checked with display monitor during the initial procedure, the donuts seemed to be created properly. Was a complete washer transection confirmed? No further information is available. Why was a leak test not performed in the initial procedure? No further information is available. How was leak identified? No further information is available. What was observed at the site of the leak upon reoperation? No further information is available. Were there any issues noted with staple formation at any point throughout the care of the patient? No further information is available. Were there any other procedures done besides the creation of the stoma in the reoperation? No. What is the current status of the patient? The patient is stable.

Event description:
It was reported that 3 hours after a laparoscopic sigmoidectomy, leakage occurred, and re-operation was performed for colostomy. During the initial procedure, the surgeon grasped the firing lever before closing the anvil to the trocar. It was found that the red safety was not released, so the surgeon released the safety forcibly with forceps. After that, the surgeon fired the device again. The device was used between the colon and the rectum. When the target tissue was checked with display monitor during the initial procedure, the staples of the anterior wall seemed to be formed as intended, and the donuts seemed to be created properly. Therefore, the surgeon thought that there was no problem and completed the initial procedure. Current status: the patient is hospitalized. The surgeon who fired the device commented that the improper usage caused the event. But, the attending physician did not think so. Additional information was provided that when the firing lever grasping first, the red safety was released and the trocar was not closed. After grasping the firing lever, the red safety was locked forcibly. Dr. Commented the firing lever was grasped in several times. Because the firing lever was not grasped completely, the red safety was locked with pean forceps. And closing the device and the device was fired. The leak test was not performed during the initial procedure. The leak occurred 3 hours after the initial procedure. And re-operation was performed and temporary stoma was created. Dr. Commented dr. Want to do the closure of the colostomy in the future, but what to do in the future is not known because of the cancer progression. The patient is stable after the re-operation.